Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod longer than 48 hours. Symptom reported include feeling lethargic and not being able to walk. The patient was treated with water and a donut. The patient was released two days later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.